Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Catheter kinking/damage/accordioned during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill, and vessel tortuosity. The instructions for use (IFU) cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote. However, if a piece of the cereglide71 catheter were to separate while in the patient, it could embolize, with the potential for ischemia or infarct. In this case, post-procedure diagnostic imaging revealed an ¿anomaly,¿ measuring 2mm x9 mm in the m2 segment of the middle cerebral artery (mca) which was not present prior to the procedure and was not detected during the procedure. The treating physician felt this ¿anomaly¿ may be attributed to a fragment generated from the separation of the cereglide71, navigated from the original location of the clot to the m2 site. With the information provided, it is not possible to determine the origin/source of the embolism. However, there are patient, procedural, and pharmacological factors that may have contributed to the reported event. Since the relationship of the device to the reported event cannot be clearly established, and a thromboembolism is considered to be a serious injury, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 22-may-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that a 132cm cereglide 71 catheter (nic71132c/ 31275832) was used for a mechanical thrombectomy procedure. During the procedure, the user reported device damage while in patient (catheter body/shaft- kinked/bent, accordioned, and separated). The event was initially reported as such, ¿procedure: mechanical thrombectomy. Description of issue: the distal part snapped after 4 passes. 3x aspiration and 1x sr (embotrap 5x37mm) and when they pulled it out, the catheter looked kinked on the distal part / almost snapped (see picture below). I spoke to the doctor and no particularities during mt; they got the clot out with the 4th pass.¿ the event occurred ¿intra-operatively.¿ there were no patient consequences reported. No action was taken to resolve the issue, as ¿it happened during the last pass of the thrombectomy, and the clot was out already.¿ the event did not result in prolonged procedure time. The reported event was sent with two photographs of the cereglide71 device which will be reviewed for further analysis. Additional information was received on 22-may-2024. Summary: per the provided information, the device did not appear damaged at any time. The event did not result in any undue procedural delay which could be considered clinically significant. A continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during device advancement. On 22-may-2024, the cerenovus team held a meeting with the reporting physician and the physician¿s department director, as part of the follow-up investigation process. Summary of the information provided: the patient is a 40-year-old male with a medical history of substance abuse, pre-existing carotid dissection (present upon pre-surgical examination, prior to intervention), and a family history of dissections. Procedure details are as follows: the target occlusion site was the left internal carotid artery (ica). A 9f 20cm vascular sheath was inserted at the right common femoral artery (cfa). A cerebase 8f, a diagnostic catheter (possibly ¿headhunter¿; merit medical), and a terumo advantage guidewire (terumo medical co.) Were used; angiogram confirmed a left ica occlusion from the mid-ica upwards. For the 1st and 2nd passes, a cereglide 71, a trevo trak 21 (stryker), and a synchro guidewire (stryker) were used to gain access to ica. The guidewire and microcatheter was removed, followed by direct aspiration of the ica which removed clots and cleared the mid to distal ica. However, the middle cerebral artery (mca) was still occluded. After 2nd pass, m1 was occluded; the physician was uncertain if this an original thrombus or a migrated clot. The 3rd and 4th passes were made using the cereglide 71, embotrap iii 5mm x 37mm, trevo trak 21, and synchro guidewire. The 3rd pass had successfully removed some of the clot, but the m1 segment remained occluded. After the 4th pass, the assistant noticed a tear on cereglide 71, 5 cm from the tip on the bench after the device was removed from the patient body. During this time, the m2 remained occluded, and the physician changed to a penumbra aspiration catheter (penumbra inc.), ¿as he needed a smaller catheter anyway.¿ this was unsuccessful and it was not possible to achieve recanalization. Dissections in multiple vessel locations were noticed after the last attempt, in areas not integrated with any devices. It was further discussed, when performing aspiration only, the physician uses the microcatheter and guidewire to give direction and remove both to perform the aspiration (and insert again to advance further if needed) ¿ snake technique was not used; when performing aspiration with stent-retriever, the microcatheter is not removed. No particularities were noticed during the thrombectomy for any pass, including the 4th pass using the cereglide71; no friction noted. The issue with cereglide 71 was noticed only after removing device from the patient (after the 4th pass); no unusual conditions, unusual interactions with accessories or ancillary devices, or other difficulties were noted during the use of the cereglide 71. The physician also noted he could not be absolutely sure if the device could have been damaged during the handling of the catheter while cleaning/removing the clot, as he did not clean or witness the cleaning himself (cleaning was done by assistant). After the procedure, CT or cta was performed and an ¿anomaly¿ measuring 2mm x9 mm was detected in the m2, beyond where cereglide 71 was advanced to in any of the passes. This anomaly was not noted on imaging prior to the procedure and was not detected during the thrombectomy procedure. The physician was asked about his impression on the cause of the m2 anomaly. He said it was possible that a component of the device detached and, with blood pressure, could have navigated from the original location of the clot to m2. When the physician inspected the device after being altered to the potential tear in the cereglide71, he did not notice any part of the device to be missing on visual inspection. No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d2, d4 (primary UDI number), g3, g6, h2, h3, h6 and h11. Section d.2: procode: nry/qjp. Two photos accompanying the complaint file show the distal portion of the cereglide. The braided mesh is seemingly longitudinally compressed, and it has a lump-like appearance, however, due to the distance from which the picture was taken, the exact type of damage cannot be determined. The mesh was noted to be still in one piece. The rest of the device is not observed in the photo and no further damages could be noted the product was returned to cerenovus blue lagoon for evaluation. - visual: catheter was received with distal marker ban crushed, and material necking approximately 2 mm from the tip. There was a partial tearing / separation of the outer jacket material at 4.5cm from the tip. The separation was not fully circumferential. The separation corresponds approximately to the fuse joint location between the jacket materials, but the clear color of the materials and the condition of the device make it impossible to determine exactly if the separation is at the fuse joint or adjacent. The inner ptfe liner is delaminated from the outer polymer jacket, extending for about 2 mm beyond the partial jacket separation (4.7 cm total). The outer jacket material is bulging around the partial jacket separation. The diameter is approximately .083¿ od just distal to the separation, .0858¿ od just proximal to the separation, and .0789¿ od proximal to the bulged area. Viewed under high magnification, it is apparent that the braid wires in the 42a polymer jacket have dislocated from their originally fused position, likely due to stretching of that segment. An attempt was made to recreate the delamination phenomenon by stretching product retains from lot 31028722, which was a lot from the original cereglide pq/pve for manual magic touch. The catheters were stretched so that the original ~5cm long sections were stretched to ~13 cm. Afterward devices were passed through the lumen. No delamination was able to be created on these nominally fused products. - conclusion: the catheter tip experienced tension / elongation with partial separation of the outer polymer jacket, likely at the fuse joint. The inner ptfe liner delaminated from the outer polymer jacket corresponding to the 42a material, with some extension of the delamination just proximal of the partial separation. Because of the crushed marker band at the tip, it is suspected that the rhv used on the catheter od was tightened excessively causing stretching of the catheter while withdrawing from the patient. Based on elongation trials on product retains from lot 31028722, a nominally assembled / fused product does not delaminate when elongated. The complaint product is suspected to have a sub-optimal fuse between the ptfe liner and the outer polymer jacket. Based on this, the customer complaint was confirmed. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since no issues were identified, no CAPA activity is required. The instructions for use (IFU) contain the following recommendation: - exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this med watch: b4, d4 (primary UDI number), g3, g6, h2, h6. (Investigation findings) and h11. Corrected data: d4 (primary UDI number) and h6. (Investigation findings). Investigation summary updated: visual: catheter was received with distal marker ban crushed, and material necking approximately 2 mm from the tip. There was a partial tearing / separation of the outer jacket material at 4.5cm from the tip. The separation was not fully circumferential. The separation corresponds approximately to the fuse joint location between the jacket materials, but the clear color of the materials and the condition of the device make it impossible to determine exactly if the separation is at the fuse joint or adjacent. The inner ptfe liner is delaminated from the outer polymer jacket, extending for about 2 mm beyond the partial jacket separation (4.7 cm total). The outer jacket material is bulging around the partial jacket separation. The diameter is approximately .083¿ od just distal to the separation, .0858¿ od just proximal to the separation, and .0789¿ od proximal to the bulged area. Viewed under high magnification, it is apparent that the braid wires in the 42a polymer jacket have dislocated from their originally fused position, likely due to stretching of that segment. An attempt was made to recreate the delamination phenomenon by stretching product retains from lot 31028722, which was a lot from the original cereglide pq/pve for manual magic touch. The catheters were stretched so that the original ~5cm long sections were stretched to ~13 cm. Afterward devices were passed through the lumen. No delamination was able to be created on these nominally fused products. - conclusion: the catheter tip experienced tension / elongation with partial separation of the outer polymer jacket, likely at the 42a to 62a fuse joint. The inner ptfe liner delaminated from the outer polymer jacket corresponding to the 42a material, with some extension of the delamination just proximal of the partial separation. Because of the crushed marker band at the tip, it is suspected that the rhv used on the catheter od was tightened excessively causing stretching of the catheter while withdrawing from the patient. The delamination failure was not able to be reproduced by extreme elongation on product retains from pq pve lot 31028722. Based on this, the customer complaint was confirmed. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since no issues were identified, no CAPA activity is required. The instructions for use (IFU) contain the following recommendation: - exercise care in handling the intermediate catheter to reduce the chance of accidental damage. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Two photos accompanying the complaint file show the distal portion of the cereglide. The braided mesh is seemingly longitudinally compressed and it has a lump-like appearance, however, due to the distance from which the picture was taken, the exact type of damage cannot be determined. The mesh was noted to be still in one piece. The rest of the device is not observed in the photo and no further damages could be noted. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a catheter being kinked on the distal part and almost snapped was confirmed based on the damage observed on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.